Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostar xl device with a 14f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, although the device was placed in the artery, no blood flow was observed from the device marker lumen. Hemostasis was achieved with surgical intervention. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported marker lumen blockage could not be confirmed as the lumen was able to be flushed during patency testing. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of marker lumen blockage reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.